Manufacturer narrative:
The user was alerted to the problem by the pad device switching itself on automatically. Though no fault was found with the pad device, the pad-pak was severely depleted. On further investigation, a fault was found on the membrane. Previous experience has shown this type of fault can be cause by inadequate storage of the pad device where it can be exposed to adverse environmental conditions. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.